Event description:
The event involved occurred on an unspecified date and involved a primary plum set, clave secondary port, 2 clave y-sites, 0.2 micron filter, secure lock, 112 inch where it was reported that the tubing is kinking. The event occurred during infusion; while the product was in use with a patient. The IV pump was replaced, and beeping still happened. Additionally, there was a delay in therapy as the intravenous (IV) tubing was replaced, this took time away from critical IV fluids infused. There was patient involvement, however no report of patient harm.

Manufacturer narrative:
The device has been received for investigation. Investigation is pending. Additional reporter: (B)(6).

Manufacturer narrative:
Received one open/unused 142540489 primary plum set for inspection. No kinks observed on the set. The belly bands were removed, and the tubing was tangled. The set was untangled and attached to an ICU medical provided IV bag, primed per packaging directions, and a flow test was performed using an ICU plum pump. There were no difficulties in priming, no cassette errors, no occlusion alarms were generated, no air in line alarms were generated and no restrictions in flow were observed. It is unknown, how, when, or where the tubing became tangled due to the packaging being opened. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.